Event description:
The hospital reported that during a coronary artery bypass procedure, the ua-5001 drive would not hold the chest open. It was slipping. A new retractor was used to complete the procedure. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was rust and galling present on the device, and signs of heavy usage. A functional test was performed to determine if the unit "slips." The activator drive was tested by slowly turning the drive handle clockwise and counter clockwise. The drive performed as expected. Based upon these findings, the reported failure mode "it was slipping" could not be confirmed. Internal file number - (B)(4).